Event description:
The customer reported the IV tubing snapped apart above the upper fitment during an infusion of prbcs (packed red blood cells). "Blood was running, air-in-line, tubing was taken out of alaris pump - when taken out, tubing snapped. Unit of blood originally hung by (B)(6) staff. Pt was transferred from dem to 5a with unit of prbcs infusing." The set was new and prbcs were infusing at 125 ml/hr for 1.5 hours. There was no report of pt harm and medical intervention was not required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The root cause of the reported separation could not be identified. Although requested, the set has not been returned. A f/u report will be submitted with eval results should the device be returned for investigation.